Manufacturer narrative:
The device was manufactured from march 12, 2020 - march 13, 2020. The actual device was not available; however, a photograph of the sample was provided for evaluation. An inspection was performed to the photograph which did not show evidence of a leak at the fill port. Due to the nature of the returned sample, no additional testing could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked coming from the fill port. This was identified prior to use. There was no patient involvement. No additional information is available.